Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-dec-2017 with the following findings: during investigation, the cartridge compartment was damaged at the threads. The cartridge cap was not returned. The test cartridge cap attached to the pump and was used for testing. The pump was run for 24 hours and no delivery interruptions or alarms occurred. The pump history showed the last bolus delivery was a 4.65 unit ez carb normal bolus. The total daily dose's added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and no defects were found. The pump was delivering within the required range, and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017 the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was above 600 mg/dl with large ketones and extreme thirst. It was reported the patient was hospitalized on (B)(6) 2017 and was treated with insulin via intravenous and intravenous fluids, the patient remained on the pump, and it was unspecified if the pump¿s delivery settings were recently changed by a healthcare provider. A cartridge compartment crack was reported; it was reported the patient had noticed the damage two months prior to this reported event. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.